Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that after passing through the rdg process the bending/modelling tool f.15 - 20 mm plts showed strong discoloration (rust). It was also reported, that according to the hospital, the clinic cleans with a ph value of max.10.5 and the preparation process of the clinic is validated.

Manufacturer narrative:
Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of received data: a documentation where the cleaning procedure is described was received and reviewed. According to the documentation (cleaning cycle and sterilization) no corrosion is to be expected. It is possible that an increased water salinity has a negative impact by promoting corrosion. It was observed that the water conductivity is relatively high in some measurements. This could be reduced through the use of deionized water in the cleaning and sterilization. It should also be noted that an incomplete drying or residual water can increase corrosion and discoloration. Two pictures were received. On both pictures it can be seen that the devices are discolored. Devices analysis: two devices from the same lot were returned to zimmer (B)(4). Visual examination: after the standard decontamination procedure performed at zimmer (B)(4), both devices were still showing discoloration. The received parts were photographed and then cleaned by a standard rust removal agent (20% deconex 34 gr for 5 hours). The occasional dimples are caused by pitting (corrosion). The discoloration was completely removed after using the rust removal. Further analysis: after cleaning, the parts were put through a cleaning and sterilization cycle at zimmer (B)(4), to see whether the rust would re-appear. The rust stains could however not be reproduced in-house when using the parameters that are specified in the general information for use. Root cause determination using sap rmw: instrument remains unclean or unsterile due to instrument design features lead to failure of cleaning (disinfection) and/or sterilization process. Not possible - a design issue would have been detected during the trend review. Corrosion product enter wound and can cause adverse body reactions due to corrosion products released from instruments. Possible, the investigation showed that there was rust found on the device. Instrument remains unclean or unsterile, causing patient infection due to incorrect sterilization or cleaning process used. Possible, it is unknown how the rust could occur on the device. Instrument remains unclean or unsterile, causing patient infection due to instrument design features lead to failure of cleaning (disinfection) or sterilization process not possible - a design issue would have been detected during the trend review. Conclusion summary: the two instruments were produced on january 07, 2014. Upon receipt of the two instruments, it was confirmed that the stains were rust. The rust stains could however not be reproduced in-house when using the parameters that are specified in the general IFU. The hospital also provided the cleaning parameters and records for the entire cleaning cycle of the parts. During the cleaning and sterilization of the parts there is no rust formation or corrosion expected. The water conductivity values that were provided are relatively high in some cases, which can indicate that the water that is used for the cleaning process is not deionized water. Higher salt content of the water could have a negative influence in that it facilitates the corrosion. In addition, if the drying is not complete and water remains on the parts, this could also create rust on the parts. This could be a possible contributing factor to rust formation. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).